Event description:
It was reported that (2) tlc75 were used during a gastrectomy procedure. It was reported by the affiliate that the instrument would not fire. Opened another device to complete the case. No adverse patient outcome.